Event description:
Pt developed pain about 1 1/2 mo. Ago, only after being electrocuted by working over an electric fence. Knocked down by jolt & has complained of knee pain since that time. She complains of pain with any type of weightbearing activities & with ambulation. Range of motion is very limited, and complains of this.